Event description:
It was reported that the patient presented to the clinic due to pocket erosion. It was noted that the implantable cardioverter defibrillator (ICD) has eroded from the pocket. The entire ICD system was explanted and replaced with single chamber pacemaker. The patient was in stable condition throughout the procedure.